Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)?; was the ampoule crushed repeatedly?; did the glass penetrate the user¿s skin?; what was done to treat the shard penetration?; was medical or surgical intervention required?; did the doctor receive a tetanus shot or a gamma globulin shot or stitches?; was the cut treated by first aid application of a bandage or simple cleaning of the site?; what is the status of the surgeon injury today?; did 2 ampoules break during the 1 procedure?; will 2 ampoules be returned for evaluation?; reason that there was infectious risk for surgeon and patient?; was any diagnostic tests performed for blood borne diseases?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and topical skin adhesive was used. When the surgeon pressed the tube, the inner glass ampule got broken. It was reported that there was an infectious risk for both the operator and the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 09/10/2019. Evaluation: a sample was received for analysis. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled.